Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they possibly received emergency medical assistance due to low blood glucose and a car accident on (B)(6) 2017 with blood glucose of 30 to 45 mg/dl at the time of the incident. The customer stated that the lows were due to using novolog insulin. The customer was having lows every other day. Troubleshooting was not completed as this was a past event. The customer had a low event that led to hospitalization on (B)(6) 2018. The insulin pump will not be returned for analysis.